Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: pioneer surgical technology manufactured the cable tensioner with pistol grip, p/n (B)(4), lot # p095096. There were two dhrs to review. Po # (B)(4), dated (B)(6) 2011, line 1, for (B)(4) parts - the certificate of conformance, dated (B)(6) 2011, indicated the instrument conformed to all specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4), revision ¿c¿. There were no mrrs, ncrs, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on (B)(6) 2011. Po # (B)(4), dated (B)(6) 2011, line 2, for (B)(4) parts - the certificate of conformance, dated (B)(6) 2011, indicated the instrument conformed to all specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4), revision ¿c¿. There were no mrrs, ncrs, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on (B)(6) 2011. The cable tensioner with pistol grip was made to the synthes drawing, p/n (B)(4), revision ¿a¿, released on (B)(6) 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: a functional inspection found that the cam shaft sticks to the pawl. The pawl has been redesigned to a new revision, which addressed previously noted design issues. The tensioner passed dimensional inspection with measurements of (B)(6). A device history record review has been conducted and found that the device met specification prior to shipping. A definitive root cause could not be obtained with the information obtained. The device functioned as intended upon inspection. No manufacturing related issue was identified and/or confirmed. (B)(4). Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was completed with the use of another set/device.

Event description:
Device report from synthes EU reports an event in the (B)(6) as follows: before surgery began the cable tensioner would not work properly. The event occurred before the surgery commenced, thus causing a 30 minute surgical delay. There is no further information at this time. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.